Event description:
This lead was implanted on (B)(6) 2006 and is still in active implant. A call to technical services was made on (B)(6) 2013 stating that this lv lead did not pace when it was connected to another device. There were a bunch of rvs markers. The representative had taken the device out of storage and was programmed ddir. The patient was flat line for more than 2 seconds and was doing fine after. To avoid this case in the future, it was recommended to have the leads connected to the psa while doing change-out. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).